Event description:
A healthcare professional alleged that control tests were performed using high control solution and some of the results were between 500-600 mg/dl. A high control range was not provided, but should be around 300-410 mg/dl. No adverse events were alleged. The caller declined to perform additional control tests during the call. The caller was advised to return the test strips for eval. Replacement strips were sent to the facility.